Manufacturer narrative:
Update to catalog number, product code, and common device name. This event was originally reported to stryker as an unknown device under MFR# 3005985723-2026-00030. MFR # 0002249697-2026-00070 is being filed to correct the change in catalog information, FDA registration number and additional information.

Event description:
This event was originally reported to stryker as an unknown device under MFR# 3005985723-2026-00030. MFR # 0002249697-2026-00070 is being filed to correct the change in catalog information, FDA registration number and additional information."

Event description:
Left medial uni to total knee revision with patella and poly wear and broken pieces.